Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation and information from a field clinical specialist (fcs). The following sections of this report have been updated: b.2, b4, b.5, g3, g6, h1, h2, and h6. The following section of this report has been corrected: h.6 device code (from to 1270 to 2921). Information was received from the fcs that there was no intervention as this patient passed away approximately 2 years and 10 months post tavr due to unknown reasons. Although the cause of death is unknown, because of the patient's recent hospitalization for heart failure with close proximity to the time of death and severe prosthetic valve stenosis with evaluation for intervention, we will be conservatively reporting the death. The complaint for ''post-implantation - stenosis'' was confirmed based on the provided medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 2 years and 8 months post transfemoral tavr procedure with a 26mm sapien 3 valve, the valve was failing. The patient has a current mean gradient of 56 and a peak velocity of 5.4, the bioprosthetic valve was present in and aortic position with severe prosthetic valve stenosis with trace prosthetic valve regurgitation''. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Per medical record, the patient had a history of end-stage renal disease on hemodialysis or chronic kidney disease. Chronic kidney disease (ckd) is a known factor that may increase the risk of valve calcification leading to early valve degeneration/stenosis. As such, available information suggests that patient factors (chronic kidney disease) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Event description:
Per the field clinical specialist there was no intervention. The patient passed away approximately 2 years 10 months post tavr and the cause of death was unknown.

Manufacturer narrative:
The investigation is ongoing. The valve remains implanted.

Event description:
As reported through email from a field clinical specialist, approximately 2 years and 8 months post transfemoral tavr procedure with a 26mm sapien 3 valve in the aortic position, the valve was failing. The patient has a current mean gradient of 56 and a peak velocity of 5.4. The patient is on heparin and was on warfarin on the past according to the nurse practitioner. Per the fcs, they are working on getting the h&p. The patient will be getting a CT workup. There is no current plan for intervention.

Event description:
Per medical records review, approximately 2 years and 8 months post tavr the patient presented to the emergency room for evaluation of weakness and shortness of breath on minimal exertion associated with tachypnea and lower extremity edema going on progressively over a period of 3 weeks. The patient was admitted for further evaluation. A tte performed approximately 2 years and 6 months post tavr reported left atrium severely dilated, severe mitral calcification with mild-to-moderate mitral stenosis, mild mitral regurgitation, thv bioprosthetic valve was present in and aortic position with severe prosthetic valve stenosis with trace prosthetic valve regurgitation, there was mild-to-moderate tricuspid regurgitation mild-to-moderate pulmonary hypertension.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information and correction based on medical record review. The following sections of this report have been updated: additional information b.5, b.7, g.3, g.6 and h.2 correction h.6 clinical code (corrected from 4580 to 4446) the investigation is ongoing.